Event description:
It is reported that the patient complained of pain and numbness after undergoing right hip replacement surgery on (B)(6) 2006.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s. The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were for the device, in this case, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the information provided. As soon as additional information has become available and/or the device(s) have been returned for evaluation and an investigation result has become available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. (B)(4).